Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of fluid ingress beneath the outer jacket of the power cables, faded serial number on the label, dim pump running leds. The reported event of low voltage alarms was confirmed via the log file downloaded from the returned system controller (serial number: (B)(4)); however, the alarm was not reproduced during testing. Intermittent low voltage advisory alarms that were not associated with routine battery depletion were captured throughout the log file due to the rsoc voltage on the white power cable fluctuating and dropping below the low voltage advisory threshold while connected to a 14v battery. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2020 at 13:36:29 to exchange the system controller. No other notable alarms were active in the log file. After being exchanged, the controller was briefly powered on, operating in charge mode with no notable alarms, on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. Visual inspection of the returned system controller revealed several minor kinks on both power cables. Evaluation of the returned power cables revealed slightly elevated resistances on the underlying wires, including on the rsoc wire of the white power cable; this is consistent with the early stages of conductor breakdown. The elevated resistances did not affect the controller's ability to operate a test pump at the set speed. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The outer jacket was removed from the power cables for additional inspection and no damage to the underlying wires was observed. The root cause of the reported event could not be conclusively determined through this analysis; however, the elevated resistance on the underlying conductors of the power cables could have contributed to the alarms. Although not conclusively determined, the observed kinks in the power cables could have contributed to the degradation of the conductors. The kinks on the power cables are consistent with repetitive flexing of the power cables during use. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables and power cable connectors for dirt, grease, or damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on 27aug2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the investigation revealed that there was damage to both power cables of the system controller. It was reported that during the outpatient management, the patient stated they had replace battery alarms on their system controller. The alarmed appeared even with fully charged batteries. Visual inspection of the batteries and battery clips showed no contamination of the contacts. The vad coordinator decided to switch the patient to the backup controller and after the exchange the alarms no longer appeared.